Event description:
Report received from (B)(6) requesting service. During service it was observed that the device was heating. It was reported that the device was not used in surgery and there was no patient or user injury. No additional information was available.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heating was confirmed. During service the device failed the temperature test. If additional information becomes available, a supplemental report will be sent. (B)(4).